Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Baclofen and the diagnosis were reported in error.

Event description:
The health care provider reported that following a programming error the patient experienced an unspecified "adverse event." The hcp indicated that the programming error had been made with a bolus that should never had been able to be programmed for as long of a duration as was able to be programmed. The pump was used to deliver baclofen.

Manufacturer narrative:
The 8840 nvision handheld, serial # unknown. (B)(4).